Event description:
It was reported that during a laparoscopic live kidney donor procedure the surgeon was stapling across the renal artery and 2mm vessel branch. The stapler cut but did not staple. The bleeding was controlled with no consequence to the pt.